Event description:
The customer reported that 1-2 minutes after set up, as the user was inserting the pump segment of the tubing into the pump module, the safety clamp broke. The tubing broke into two pieces and leaked. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information provided: d.10, and h.6. (Device code) the customer¿s complaint of tubing broke ¿separated¿ at safety clamp and leaked was confirmed. Visual inspection of the set noted the nitro tubing was completely separated from the lower fitment. Examination under magnification noted that both sides of the nitro tubing had insufficient solvent applied at the engagement. Functional testing was not performed as the customer's report was confirmed upon visual inspection. There were no other anomalies observed. Dimensional analysis was performed and the nitro tubing measured to be within specification(s). The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the affected engagement due to equipment and/ or operator error.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that 1-2 minutes after set up, as the user was inserting the pump segment of the tubing into the pump module, the safety clamp broke. The tubing broke into two pieces and leaked. No patient harm occurred.